Event description:
This case was initially received via regulatory authority (reference number: mw5076786) on 04-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal area pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required) and amenorrhoea ("stopped having menstrual cycle"). The patient was treated with gabapentin, vicodin (norco) and ibuprofen. At the time of the report, the abdominal pain and amenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain and amenorrhoea with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw (B)(4)) on 04-may-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal area pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required) and amenorrhoea ("stopped having menstrual cycle"). The patient was treated with gabapentin, vicodin (norco) and ibuprofen. At the time of the report, the abdominal pain had not resolved and the amenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain and amenorrhoea with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.